Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2014 with the following findings: evidence of short battery life was observed in black box and alarm history. The battery compartment was cracked along the side of the pump. Corrosion was observed inside the battery compartment. The pump electrical current draws were tested and were within specifications. A leak test verified a leak in the battery compartment. The pump was opened and no further evidence of moisture damage was found. The threads on the battery cap were stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.